Event description:
Defective for disposable instrument 4.0 mm stone cutter and 5.5 mm incisor blade. Arthroscopic shaver/bur during use resulted in metal flaking left in shoulder. Shoulder space irrigated no visual residual remaining. Company notified of device failure. Date of use: (B)(6) 2010. Diagnosis or reason for use: rct.